Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that premature battery depletion occurred. The patient reported this to their physician on the day prior to this report. The telemetry report showed the device at elective replacement indicator (eri). There were no external factors that may have led or contributed to the issue. Data was recollected. The patient's programmed settings were high according to standards. The settings were: contact 3- 2+, 3.0 v, 330 us, 150 hz. The settings have been unchanged since implant. These same settings were used in the patient's previous implantable neurostimulator (ins) which lasted five years. No surgical intervention occurred, but unknown if planned. The patient was alive with no injury. The rep reported a week later that the physician hasn't been able to contact the patient again. A impedance test was not done, therefore, no further information has been obtained. To resolve the issue the patient has been scheduled for ins replacement. A rechargeable ins will be implanted to guarantee therapy without premature battery depletion. There was no patient damage due to the event. The patient was not receiving therapy unilaterally but was in control with medication. The rep will follow up with impedance measurement as soon as the patient was available for the revision. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.